Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc). The customer performed troubleshooting that included using new calibrators, reagents, and quality controls (qc); however, the results were not matching, and qc was out of range. Siemens dispatched a customer service engineer (cse) to the customer site. The cse noted the millipore filter was replaced and the autocheck and photometer were verified, and no issues were noted. Services performed included emptying the water reservoir and flushing 15 liters of water. The cse inspected the analyzer and noted no issues. The cse ran a system check, and testing passed. On 12-jul-2022, the cse ran qc and noted that both levels resulted in 10 mmol/l. The cse thawed fresh qc and loaded a different reagent lot to calibrate the pack. The calibration passed, and qc results were in range. The customer noted that an additional atellica ch 930 analyzer in the laboratory experienced similar issues with the carbon dioxide, concentrated (co2_c) assay. Siemens performed troubleshooting and noted the laboratory used an external water system for the analyzers and was serviced on 12-jul-2022. The customer noted no recurrence of discordant results post-services on the water system. Siemens reviewed the information provided and noted no reagent lot or method issue; however, the data is consistent with water-related issues. Inadequate water quality caused a calibration bias despite qc being in range, and the slope and intercept were within acceptable limits. The compromised calibration caused a bias in patient results recovery. The calibrations performed near the time of events had atypical signal responses and calibration coefficients which directly relate to poor water. Siemens concluded that the potential cause of discordant co2_c results is poor water quality. The atellica ch 930 is fully operational and requires no further evaluation. The MDR 2432235-2022-00220 was filed for the same event.

Event description:
The customer obtained discordant carbon dioxide, concentrated (co2_c) results for fourteen patients on an atellica ch 930 analyzer and reported the results to the physician(s). The customer used the same samples and analyzer to perform repeat testing. The customer noted that repeat results were lower and considered correct. The customer issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the discordant co2_c results.